Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an incoming inspection, the external packaging of the subject programmer was found damaged. Manufacturing records review confirmed that the device was released following all applicable procedures.

Event description:
Reportedly, during an incoming inspection, the external packaging of the subject programmer was found damaged. Manufacturing records review confirmed that the device was released following all applicable procedures.